Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller stated that his father will get aviva system blood glucose results "close to 600" mg/dl and within 10 minutes customer will get results "in the hundreds." Caller mentioned some of the results in the hundreds have been 111, 150, 120 and 130. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.